Event description:
Reportedly, on (B)(6) 2025, the system explantation is planned for (B)(6) 2025 due to infection.

Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Eno dr (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 8-february-2024 use before date: 8-february-2026 sterilization lot: s0659-3742 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.